Manufacturer narrative:
The inspection of the device by (B)(4) confirmed the followings; the appearance of the product was good and there were no obvious signs of damage or liquid inlet. After turning on for 15 minutes, the device automatically turned off and generated anomalous heat. As a result of disassembling the device and then turning it on, the cooling fan of the power supply unit did not work. After the power supply unit was replaced, the automatic power off failure was resolved. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
A customer reported to olympus engineer that the device was powered off during a surgery. The device was used in combination with the clv-s190. The user replaced the device to another device and completed the procedure. Then, olympus inspected the device at the service department of olympus trading (B)(4) limited (B)(4) and found the power of the device was intermittent due to overheating of the device. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to a factory of olympus medical systems corp. (Omsc) for inspection. When this device was combined with the otv-s190 of olympus owned, the event reappeared. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Olympus medical systems corp. (Omsc) assumed that the reported event was caused by failure of the cooling fan of the power supply unit. It is presumed that due to this defect, the temperature inside the device became abnormally high, the temperature switch of the power supply unit was activated, and the power supply unit was shut down. If significant additional information is received, this report will be supplemented.